Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. The insulin pump passed the rewind test, basic occlusion test and displacement test. Motor was tested outside of the device and passed. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. Motor error occurred 3 times in the last 30 days. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 159 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The product was replaced and returned for analysis.